Manufacturer narrative:
Additional information provided by the customer. A lot number was provided and a device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The available information was analyzed and it did not allow confirming a root cause for the event, however, the following potential causes were identified: operator miss-execution, misuse (over bending, excessive force, sharp objects), machine malfunction inspection failed or not performed, defective material. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. Because a sample was not returned, we were unable to perform a thorough follow up investigation to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation.

Event description:
The customer further reports that the uvc line broke during removal. This was noted at approximately the 5 cm mark from the end of the uvc catheter. The uvc was sutured to wharton's jelly. Clear dressing placed over exposed catheter loop and secured to abdomen. The uvc was inserted (B)(6) 2015 at (B)(6) hospital and removed (B)(6) 2015. A PICC line was placed prior to removal of the uvc. The patient is stable and a blood transfusion received. The customer further reports that the uvc line was placed by the physician at another facility prior to transfer to facility in which catheter removal resulting in breakage occurred.

Manufacturer narrative:
Submit date: 08/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch report# (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states umbilical line placed and started leaking 5-6 cm below the hub of the catheter.